Event description:
A customer reported obtaining the readings of 290 mg/dl and 360 mg/dl on their blood glucose meter and comparing to lab results of 163 mg/dl and 132 mg/dl. The tests were reportedly performed within ten mins. The results when plotted on a parkes error grid fell into the "c" zone. The "c" zone result shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing.